Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter without the hub of the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation for the hypotube and the hub, numerous kinks in the hypotube, with a partial separation at the collar and damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-june-2017. It was reported that the catheter failed to cross the lesion. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that there was a partial separation at the collar.